Event description:
It was reported by the patient's mother the patient was hospitalized after surgery with complications. It was noted the patient was unable to eat after the vns was implanted. The surgery went well, but the patient had throat issues. It was later reported the patient had pneumonia and is now doing better. The patient was placed on antibiotics and was scheduled for an appointment with her neurologist. Attempts for additional relevant information have been unsuccessful to date.